Event description:
Information received indicates, the siderail will not lock into the up position because the release handle was stuck.

Manufacturer narrative:
The technician replaced the left head siderail to repair the bed.